Event description:
It was reported that the implantable pulse generator (ipg) was identified as reaching elective replacement indicator (eri). It was also reported that the ipg was unable to be interrogated and had no magnet response. The patient was sent fot an "emergency" replacement and the device was explanted and replaced. No patient complications have been reportable as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.